Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the left ventricular lead exhibited a failure to capture. The physician decided not to use the lead and downgrade the implantable cardioverter-defibrillator (ICD) to dual-chamber ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and test is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.